Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 160, 193 and 156 mg/dl. The customer also had performed a fasting back to back test with another device; the customer had obtained the results of 160, 193 and 156 mg/dl using the truemetrix meter and a result of 136 mg/dl was obtained using another device. The customer's expected fasting blood glucose test result range is 85 - 88 mg/dl. At the time of the call the customer was feeling sweaty and that it was maybe from her diabetes. Customer declined any medical attention at the time of the call stating that she would get something to eat. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The customer was not concerned with the fasting result of 64 mg/dl in the meter memory; customer stated when she obtained this result she did not have any symptoms and that she just needed to eat. The meter memory was reviewed for previous test result history: (B)(6). The customer is calling in regards to getting erratic results on the meter when she test.